Event description:
It was reported that this patient with a pacemaker exhibited loss of capture however, the duration of the loss of capture is unknown. It was also noted that the boston scientific representative inquired about device longevity as he saw a screen that had explant with a message of projected remaining longevity when working with the clinician. Boston scientific discussed replacing the device and having it sent back for device analysis. This patient has tested positive with covid and it is unknown if the patient will recover. At this time, this pacemaker remains implanted. No adverse patient effects were reported.